Event description:
A malfunction occurred with the customer's pump, displaying a malfunction code that was not resettable. As a result, the customer's blood glucose level exceeded 500 mg/dl, with the specific value unknown but indicated as "high." The customer managed the high blood glucose by administering a correction injection using an alternate method. No third-party assistance was required. Technical support arranged for a replacement pump to be sent and instructed the customer on how to return the malfunctioning pump and prepare it for shipping. The customer understood the instructions provided.

Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection (mdi). Cts to replace pump, customer will rely on multiple daily injection to ensure delivery of insulin therapy.